Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a sticking hm mixer motor causing conjugate splash. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 0.66 ng/ml was obtained on a pt sample. The result was reported to the physician. A new sample was drawn the next day and a result of 0.00 ng/ml was obtained. The original sample was repeated and a result of 0.00 ng/nl. The pt was catheterized and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a sticking hm mixer motor causing conjugate splash.